Event description:
It was reported that a patient had a break in aseptic technique (details not provided) during peritoneal dialysis (pd) therapy which led to peritonitis. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin, 500mg, ip (frequency not reported), tablet fluconazole, 150 mg, orally (frequency not reported), and tablet cifran, 250 mg, orally (frequency not reported) for peritonitis. At the time of the initial report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.